Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that device contamination occurred. A 1.75mm rotapro mm was selected for use. During the procedure, it was noted that the device stopped functioning, and was contaminated. There was no patient complications reported.

Event description:
It was reported that device contamination occurred. A 1.75mm rotapro mm was selected for use. During the procedure, it was noted that the device stopped functioning and was contaminated. There was no patient complications reported. It further reported that there was no visible or external damage was noted on the device, and the seal was not compromised. The issue occurred inside the patient, and the contamination resulted from the device's presence within the patient. The device was removed normally without incident.

Manufacturer narrative:
E1: initial reporter city: (B)(6). E1: initial reporter phone: (B)(6). B5: describe event or problem updated h6: device codes updated device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received connected to the advancer. Visual inspection of the device did not identify any damages or defects. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. When the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6). B5: describe event or problem updated. H6: device codes updated.

Event description:
It was reported that device contamination occurred. A 1.75mm rotapro mm was selected for use. During the procedure, it was noted that the device stopped functioning and was contaminated. There was no patient complications reported. It further reported that there was no visible or external damage was noted on the device, and the seal was not compromised. The issue occurred inside the patient, and the contamination resulted from the device's presence within the patient. The device was removed normally without incident.